Manufacturer narrative:
For the three reported complaints, the lot numbers for the device were provided, a manufacturing review will be performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600690. Dialysis catheter allegedly dislodged and dislocated. These reports were received from various sources. All three events had no reported patient injury. Age, weight, and gender were not provided for the patient.